Manufacturer narrative:
This device remains implanted and is not available for evaluation.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal file (B)(6), plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to, failed retrieval attempt, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
As reported in the legal file a patient underwent placement of an optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff including, but not limited to, failed retrieval attempt, filter embedded in wall of the ivc and unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2014; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.